Manufacturer narrative:
The customer report of a leak was confirmed. Visual inspection of the as-received samples immediately observed black marker markings in the area approximately an inch below the lower fitment component. Between the markings was an indentation on the tubing. Inspection under magnification did not observe any penetration on the tubing. The indentation was measured as approximately 0.1 inches in length. The set was reprimed. A leak was immediately observed; however not from the noted indentation but from an area along the tubing approximately 13 inches below the lower fitment component. No leaks were observed from anywhere else. The noted leak area was initially covered with the roller clamp component. The roller clamp was carefully moved away. Inspection under magnification of the leak area observed a scuff marking which had a hole within the scuff marking. The scuff marking was measured as approximately 0.07 inches in length and the hole was measured as approximately 0.02 inches in length. Further inspection of the roller clamp component observed no sharp areas along the component or any obvious issues. Pressure testing showed no anomalies. The root cause of the customer's report could not be identified.

Event description:
It was reported that during a cyclophosphamide (620mg/250ml bag/281 ml/2.2mg/ml) infusion programmed at a rate of 562ml/hr. Via patient port, the user noticed that the set leaked at an unspecified location onto the floor. A 2nd chemo medication was remade and administered without incident. The pharmacist noticed that when flushing the tubing to remove the chemo, a leak was confirmed. The customer confirmed that there was no patient or user harm. The event occurred on the med surg floor.

Manufacturer narrative:
Concomitant medical products: port; non bd spike adapter and one used tevadapter at the male luer. Additional info: patient info. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that during a cyclophosphamide (620mg/250ml bag/281 ml/2.2mg/ml) infusion programmed at a rate of 562ml/hr. Via patient port, the user noticed that the set leaked at an unspecified location onto the floor. A 2nd chemo medication was remade and administered without incident. The pharmacist noticed that when flushing the tubing to remove the chemo, a leak was confirmed. The customer confirmed that there was no patient or user harm. The event occurred on the med surg floor.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that during an unspecified chemo infusion, the user noticed that the set leaked at an unspecified location onto the floor. A 2nd chemo medication was remade and administered without incident. The pharmacist noticed that when flushing the tubing to remove the chemo, a leak was confirmed. There was no indication patient harm .